Manufacturer narrative:
Visual inspection under magnification shows extensive wear on the screen and metal electrodes. The screen at the distal end is detached and discoloration on the spacer. During functional evaluation, the wand was plugged into a known good generator. The wand was activated in saline solution at default and maximum settings and produces plasma on the remaining stubs of the electrodes. The suction tube was tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. These devices are not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to, rate of ablation, power settings, and prolonged use against dense or bony surfaces, suction rate, and fluid management. There were no indications during manufacturing record review that would suggest that the device did not meet product specification upon release into distribution. (B)(6).

Event description:
It was reported that the tip of the wand was damaged and broke off during use. The broken pieces were removed from the patient using graspers and suction. Surgery delayed 60 minutes. No injury or other complications reported.